Event description:
Unable to configure network with connected devices and unable to correct time within syngo operating system without a password from MFR. This blocks owner ability to perform basic system setup.